Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, the patient underwent decompression surgery at levels l3-4 and tlif at l4-5. Intra-op, when surgeon tried to detach from a screw head, tip of the extender was broken. The fragment was retrieved by facility owned instrument. The procedure was delayed within 15 minutes. The device was used in the patient. No patient complications were reported. Additionally it was reported that the extender broke when the surgeon tried to remove it after conducting final tightening at left l4. The broken extender was not interfering with l5 extender. The surgeon commented he was moving the extender as it was hard to remove.

Manufacturer narrative:
Product analysis :visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. Sample legacy mas head used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head. The above observations are consistent with bend stress overload as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.